Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue. Although the unit powers up, the nurse call led light did not come on when weight is off the sensor pad. Note: posey instructions for use warning states: when using a nurse call cable ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the pt unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. Note: there will be no alert at the nursing station or at the bedside if the nurse call cable is unplugged from the alarm. Always test alarm and nurse call function prior to leaving the pt unattended. Activate the alarm (remove pressure from sensor, unfasten chair belt sensor, or activate pir sensor) and make sure the nurse call light for the proper bed and room activate in the hall and at the nurse's station. (B)(4).

Event description:
Customer reported the nurse call option is not shutting off at the nurse's station and that he is using a posey nurse call cable. The issue was discovered during setup, but the date is unk. No patient incident or injury was reported.